Manufacturer narrative:
The MFR was unable to duplicate the reported problem. The ventilator passed an extended test run using the customer's ventilator settings. During the final test procedure, the ventilator had slight non-conformities with delivered tidal volume measurements. These slight non-conformities would not result in a failure to ventilate properly. A review of the ventilator settings reported by the customer shows the ventilator was operating in CPAP made with a breath rate of 0 bpm and the apnea alarm interval set to 20 seconds. Additionally, a review of the event trace indicates the alarm types active during the time of the reported incident were "low dis with a data field entry of 1", "low dis with a data field entry of 2", and "apnea 1." The "low dis with a data field entry of 2" is an uncommon alarm type in that a minimum exhalation period of 20 seconds is required for it to be detected. The presence of this alarm type is a strong indicator that the low side sense line is either disconnected or occluded. The ventilator was tested using the customer settings while the low side sense line was disconnected. The result of this test was that the ventilator was unable to be pt effort triggered, failed to provide any breath delivery, and alarmed for "low dis with a data field entry of 1", "low dis with a data field entry of 2", and "apnea 1." Internal inspection does not reveal any anomalies.

Event description:
It was reported that the ventilator had disc/sense alarms, apnea alarms, and was not outputting any air to the pt. No pt harm reported. The pt is only on the ventilator at night.